Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency department alleging that their pacemaker was beeping. Interrogation revealed that all parameters were normal. A software upgrade was attempted but was unable to be performed due to radio frequency lockout. On (B)(6) 2020 the pacemaker was explanted and replaced. The patient was in stable condition. A day after the procedure, the patient alleged that their new pacemaker was also beeping despite the new device not having an audible alert capability. It was concluded that the beeping sound was due to a low battery alert from an implanted competitor pain pump.

Manufacturer narrative:
The reported event of wireless communication problem was not confirmed. Final analysis was normal. No anomalies were found.